Event description:
It was reported that this pacemaker triggered a red call doctor icon due to a low out of range (oor) condition with the right ventricular (rv) lead, showing impedance readings of <200 ohms. The issue has been referred to the clinic for follow-up, and the system continues to be monitored. No adverse patient effects have been reported, and the system remains in service.